Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) the investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Code (B)(4) used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that during an unknown procedure on (B)(6) 2018, the connecting screw from suprapatellar instrumentation got stuck on a tibial nail. The tibial nail was removed and the connecting screw disengaged on the back table. Another tibial nail was used and implanted successfully. There was a ten-minute surgical delay. There was no harm to the patient and no patient consequence. The patient was stable. This report is for a cannulated connecting screw for percutaneous instruments for nails-expert. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes canada reports an event in canada as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the cannulated connecting screw for percutaneous instruments became stuck on a 9mm x 300mm tibial nail. The tibial nail was removed and the connecting screw was disengaged at the back table. Another 9mm x 315mm tibial nail was used to complete the procedure successfully with a delay of approximately 10 minutes. There was no harm or consequence to the patient. Patient status reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date of event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: date device received by manufacturer. A device history record (DHR) review was conducted for part # 03.010.404, synthes lot # u251367: supplier lot # u251367, release to warehouse date: 03nov2016, supplier: orchid unique: nr was generated during production for wrong 4.0 aql on inspection sheet, qty 38. The rework and inspection were approved. This non-conformance is not relevant to the complaint condition since (B)(6) 2016. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Device condition: visual inspection performed at customer quality (cq) on the returned device showed no visual defects/damage on relevant portions. The device was observed only with minor over all worn surfaces which does not affect product functionality. Furthermore, the dimensional inspection performed during investigation as shown below showed no issues with the device design. Therefore, the given complaint condition was not able to be confirmed. Functional inspection and complaint condition replication was not able to be performed as the mating device was not returned. Dimensional analysis and document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. Dimensional inspection performed on the mating threaded portion of the device measured the thread diameter and falls within the specifications per relevant drawing and tolerance specified. The device history record showed that an nr was generated during production for wrong 4.0 aql on inspection sheet ns024804, qty 38 which is irrelevant to complaint condition. Furthermore, the affected devices were found to be reworked and passed the inspection. Therefore, there were no issues during the manufacture of the product that would contribute to this complaint condition. Conclusion: a definitive root cause for complaint condition could not be determined from the provided information. However, it is possible that any unintended construct misalignment could have contributed to stuck complaint condition. No product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.